Manufacturer narrative:
The product was not returned to manufacturer. No examination can be performed. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to the reporter . Conclusion is not yet available. Investigation still in progress. Not returned to the manufacturer.

Event description:
Roi-c : broken implant upon anchor impaction. Description provided in the complaint report : first implant broke upon final impact . Reporter don't indicate any harm or injury to the patient. Reporter don't mention any surgery complication. The surgery was delay 35 minutes. No information were given about the exact lot number of the anchoring plate associated to this event. Another report was also sent concerning the other anchoring plate lot number. Additional information were requested. Investigation still in progress.

Event description:
This MDR is a duplicate of MDR 3004788213-2018-00143.

Manufacturer narrative:
Corrections to all fields. This MDR is a duplicate of MDR 3004788213-2018-00143.